Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit loss of capture (loc) and left ventricular (lv) pacing delay. Technical services (ts) was consulted and upon review of the available information ts was not able to determine if loc was present. Further in clinic evaluation was recommended. This crt-d remains in service. No adverse patient effects were reported.